Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that high capture threshold and low sensing values were observed. Lead was explanted and replaced. Patient's condition was stable post-procedure.